Event description:
Healthcare professional (hcp) reported pt receiving hemodialysis on the baxter sps 550 device. Twelve minutes prior to the end of treatment. Hcp noted pt was "blue." Hcp administered cardiopulmonary resuscitation and oxygen. Pt was transported to the emergency room and later expired. Hcp stated there were no relevant tests or autopsy performed. No cause of death was provided.